Event description:
It was reported that the patient had a syncope episode and passed out. They were found to have a heart rate in the twenties. On device interrogation, it was noted that the right ventricular (rv) lead displayed high and undefined impedance, and was not capturing at maximum output. The rv lead exhibited a fracture. When revision of the rv lead was taking place it was observed that the right atrial (ra) lead had insulation damage. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 200h18 tissue valve, implanted on (B)(6) 2009. 200h12 tissue valve, implanted on (B)(6) 2008. 4968-35 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.